Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The hi-torque balance middleweight universal ii 190cm guide wire was advanced in the anatomy but was noted to separate with about 10 cm of the tip remaining in the vessel. A stent was advanced and implanted over the separated guide wire. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material separation; however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, the separated portion of the guide wire was embedded into a vessel wall with a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.